Event description:
It was reported that the ilet wireless charger exhibited a malfunction in which the pad light continuously flashed and failed to charge despite attempts with different outlets and repositioning. Customer care provided assistance that included basic troubleshooting. Investigation of this case revealed a suspected charger malfunction consistent with a charging component failure. No adverse symptoms or clinical effects reported. Outcomes included no impact to health and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the charger.